Event description:
Additional information received indicated that the patient initially presented with pain with moderate urinary retention. No additional patient complications have been reported in relation to this event.

Event description:
It was reported that the patient presented with moderate urinary retention. Bladder catheterization was performed on (B)(6) /2013. The event was reported as resolved on (B)(6) 2013. No additional patient complications have been reported in relation to this event.